Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was physically damaged, was confirmed. The below failures were found and actions performed with the device upon evaluation: defective cpu board replaced. Damaged power supply module replaced. Damaged connector replaced. Damaged ac-transformer replaced. Physically damaged case upper replaced. Physically damaged front panel replaced. Pressure mechanism was defective - replaced. Cover was defective - replaced. Defective lcd-display replaced. Holder for compressed air reservoir damaged and irreparable: replaced. Internal pneumatic system defective - repaired. Physically damaged enclosure-bezel replaced. Defective pump roller replaced. Physically damaged case lower replaced. Pressure valve defective and irreparable - replaced. Pinch valve defective and irreparable - replaced. Defective electrical connector replaced. Display failure. Inadequate flow. Initialization failure. Alarm during operation. The device was cleaned, newly calibrated, tested and found to be fully functional. The physical damages to the device are a result of user mishandling, most likely due to the drop of the device as confirmed during evaluation. The damaged components of the device has caused the device to malfunction. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/20/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via email, that a fms duo+ pump/shaver combo was physically damaged. No surgical delay or patient consequence reported. Additional information provided reported the reported malfunction was discovered during regular check before was send to customer.